Event description:
(B)(4). Event occurred in the united states. The patient reported adhesive set issues. The infusion site fell off the patient's body overnight. Reportedly, the blood glucose was 400 mg/dl at the time of this event as she did not receive basal or correction boluses. Although, she did administer correction boluses before she realized that the site was not on her body. So, she placed a new site for the resolution of this issue. She was taken to the emergency room and stayed there for two hours where intravenous insulin drip was given. Subsequently, she was admitted to the hospital in the intensive care unit because of high blood glucose levels and was hospitalized for two days. During hospitalization, she received intravenous insulin drip. It was reported that she reverted to multiple daily injection, but her blood glucose was still in the range of 200-250 mg/dl. The infusion set was used for one and a half day. No further information available.